Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/06/2024 it was reported by a sales representative via sems (B)(4) that an ar-611-6 femoral impactor tip of the device that connects to femur broke off while being hammered. This was discovered during the case with no patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-611-6 serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to device head being broken. Upon visual inspection, it was observed that the device's head is broken; however, half of the material remains attached to the handle. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.